Manufacturer narrative:
(B) (4)

Event description:
A call was received through technical services reporting the lead was replaced due to a suspected fracture. The lead was explanted and returned, with a report of unacceptable thresholds, noise, high impedance, > 3000 ohms, non-capture, apparent fracture and 'inappropriate sensing'. There were no known patient complications associated with this event. Attorney later alleged patient "suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges as a result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."